Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mycarelink heart application setup was not completed. The application could not connect to the internet, and a previous account for an implantable cardioverter defibrillator (ICD) was never verified. It was noted that there was an incorrect middle name initial in the system. Potential antivirus interference with the application was identified. Application setup was not completed on multiple devices, including a phone and an ipad. The patient attempted to set up the application using both wireless and cellular connections, but the issue persisted. The patient was advised to set their first name with the incorrect middle initial as it appeared in the system. It was noted that the patient was six feet away from all electronics during troubleshooting and that the phone's operating system was up to date. The previous account was closed, and the mycarelink heart was associated in carelink. A support ticket was requested. Troubleshooting later continued and the mobile monitoring application setup was attempted again with the patient¿s cellphone and cellular data. An error was received that showed setup was not completed (error 625). This was the same error code that showed the day before. It was later verified that the serial number was accurate in the system. The same error continued with the patient¿s name typed in as before and also when corrected. The mobile monitoring application is expected to be replaced. It was further reported that wireless telemetry could not be established with the ICD. The device was also unable to complete a remote transmission. The caller was advised to have the device checked by the clinic to determine if wireless telemetry was programmed off. The ICD remains in use. No patient complications have been reported as a result of this event.